Event description:
Reporter indicated that the original troponin t (tnt) result for a patient was 48.2 ng/ml. Reporter indicated the physician requested that the patient's tnt result be repeated. The reporter indicated that upon repeat on the same instrument the tnt result was <0.010 ng/ml. The reporter indicated that after the above event that all samples are run in duplicate for the tnt test and that there were no other events of possible discrepant results. The customer would not allow the field service engineer to evaluate the instrument.